Event description:
It was reported that "infusion was found leaking from the catheter body during placement. Therefore, the catheter was removed and replaced with a new one (lot#: unknown). No injury to the patient occurred. It is unknown from which part of the catheter the infusion was leaking. No photo is available." Additional information received stated that the catheter was located in the upper right arm. No tissue breakdown, redness, swelling, signs of extravasation were reported. The skins integrity was intact. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l PICC for evaluation. The catheter appeared intentionally severed. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed no obvious defects or anomalies. The catheter length from the juncture hub to the severed end measured 8.5" which is not within the specifications of 16.015"-16.265" per product drawing. This indicates that at least 7.515" of the catheter were severed and not returned for analysis. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." No leaking or blockages were observed when the lumens were flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body leak could not be confirmed through complaint investigation of the returned sample. Visual inspection revealed no obvious defects or anomalies. The returned catheter met all relevant dimensional and functional requirements including leak testing performed per iso 10555-1, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "infusion was found leaking from the catheter body during placement. Therefore, the catheter was removed and replaced with a new one (lot#: unknown). No injury to the patient occurred. It is unknown from which part of the catheter the infusion was leaking. No photo is available." Additional information received stated that the catheter was located in the upper right arm. No tissue breakdown, redness, swelling, signs of extravasation were reported. The skins integrity was intact. Patient condition reported as "fine".